Event description:
It was reported that during a device change-out, increased pacing lead impedance was observed. The physician elected to keep the lead active. The patient was doing well afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.